Event description:
It was reported that an ilet user experienced high blood glucose after a supply change when the infusion set was deployed incorrectly due to the needle guard remaining on, resulting in the infusion set connector not being attached correctly; the user performed a full supply change with guidance and insulin delivery resumed, with a reported blood glucose of 283 mg/dl trending down to 258 mg/dl at the conclusion of the call. Symptoms included hyperglycemia. Outcomes included no reported injury and resolution after troubleshooting and education. Investigation included troubleshooting with the user and education on correct setup. Investigation of this case revealed user setup error related to the infusion set deployment and connector attachment. It was concluded that the event was attributable to user error during infusion set change, with device function restored after proper reinstallation.